Manufacturer narrative:
Product investigation: an event of air embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An air embolization occurred after the amplatzer septal occluder was flushed with saline as the device loader was connected to the delivery sheath. St-elevation was present and the patient was pulseless. CPR was administered and the patient was intubated. The patient is became stable and underwent hyperbaric treatment. One day after the event the patient remains stable with weakness in the left arm. The procedure ended without implantation. Device was prepped according to the IFU per report. The physician does not allege that a device malfunction caused the event.